Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for the past few months they have been in a lot of pain, which they believe to be caused by their ins. Patient said the pain was killing them. Patient stated the device was working fine until the battery broke and then it was changed. Patient sounded very distressed about the pain over the phone. When agent attempted to get further details on reported information, patient said it just hurts. Agent attempted to review going to urgent care or ER if in severe pain, but patient cut agent off stating "no, no" and that they can't go there due to their veteran status. Ultimately, patient just wanted list of local physicians so they could establish are with someone who could remove or replace the device.